Event description:
Event description guidant received information that at there was a conductor fracture of this y connector. The fracture was revealed at the elective battery replacement of this patient's device. The connector was removed from service.